Event description:
Consumer alleged that the bed will not work. He stated that the hand crank will not move the bed up or down. He stated that when he presses for the head t ogo down it will not go down. The motor makes the noise but doesnt move. But when his wife turns over the head will go just go all the way flat all of a sudden